Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had leakage. The issue was found during reprocessing. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the distal end cover was chipped, the bending section rubber glue was cracked, the bending section metal braid was cut, the bending tube was shortened, the connecting tube was scratched, the scope cover was cracked, the air/water nut had the painting peeled off, the suction cylinder nut had the painting peeled off, the up/down/left/right knobs had play and were out of the standard value, and the nozzle was clogged with foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the customer. Please refer to the following sections for the new information: event date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. Olympus will continue to monitor field performance for this device.